Event description:
The customer reported that the battery of the t:slim x2 pump was not charging. There was no adverse impact to the customer's blood glucose level. The pump began charging after the customer left the wall adapter plugged into a working outlet for at least 30 minutes using the original charging supplies, so no further assistance was required.